Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use referenced in the initial report is for the cp with smartassist.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 65-year-old female patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed ischemia in their lower left extremity during impella cp support. In response to the condition, the pump was explanted and a new impella cp pump was implanted via right axillary artery. The patient was reported as stable.